Manufacturer narrative:
Evaluation of the returned cat7 confirmed it was fractured. If the cat7 is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed additional kinks on the catheter, and the distal tip was damaged. This damage was incidental to the reported complaint; however, it may have contributed to resistance experienced during advancement. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra sheath, and a guidewire. During the procedure, the physician experienced resistance while advancing the cat7 to the target location. The physician then completed one pass using the cat7. While removing the cat7 from the sheath, the physician noticed that the cat7 was fractured at the midshaft. The physician then pulled the cat7 in its entirety from the sheath. The cat7 was not used for the remainder of the procedure. The procedure was completed using another cat7, the same lightning bolt aspiration tubing, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.